Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Photos of the suspected device were provided. Should additional information be received in the future a follow-up report will be submitted.

Event description:
The customer reports the plastic piece on the hub broke. No patient injury reported and a new device was used to complete the procedure.